Manufacturer narrative:
The serial number of the cobas 6000 c501 module was not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable high tpuc3 total protein urine/csf gen.3 results from one urine patient sample tested on the cobas 6000 c501 module. The initial tpuc3 result of the undiluted patient sample from the module was 152.6 mg/dl. The repeat result with the patient sample at 1:3 dilution from the module was 1193.4 mg/dl. The repeat result of the undiluted patient sample from the module was 132.6 mg/dl. The repeat result using an immunoturbidimetry laboratory method was 15.6 mg/l. The reporter sent the patient sample to an outsourced laboratory. The repeat result from a competitor analyzer using an immunoturbidity laboratory method was 5.5 mg/l. The patient sample was also sent to the investigation laboratory. The repeat result using a benzontium chloride method was 155.2 mg/dl. The investigation laboratory suspects the presence of an interferent in the patient sample. Additional tpuc3 results of 22.4 mg/dl and 397.8 mg/dl were provided. It is not clear how these results relate to the event. Clarification has been requested related to these results but has not been provided.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.